Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an external neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's therapy was not helping anymore. The patient stated that she had increased the setting as high as she could tolerate on each of the programs and was reluctant to perform any additional troubleshooting. The patient also mentioned that she had not received any new icons indicating low ins battery. The patient was redirected to her health care professional and the event was described as sudden. There were no further symptoms or complications reported or anticipated.